Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, it was reported that the home patient (hp) primed an automated peritoneal dialysis set that had been used for the previous therapy. The hp had cycled the power to clear the unrelated alarm and went back through setup using the same supplies while still connected to the setup. The technical service representative (tsr) assisted the hp in ending therapy. The hp was to finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this patient and event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.